Manufacturer narrative:
Evaluation: customer report was confirmed. Rec'd (1) incomplete dpt - vamp adult kit. Vam tubing was completely broken from solvent bond joint with sample site.

Event description:
Tubing broken at sampling site.